Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had coring. This was discovered after use. The following information was provided by the initial reporter: when preparing avastin with p50 and n35, coring occurred. Pharmaceutical co., conducted investigation and the result was coring from the membrane. Customer requested to investigate the issue from bd side.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had coring. This was discovered after use. The following information was provided by the initial reporter: when preparing avastin with p50 and n35, coring occurred. Pharmaceutical co., conducted investigation and the result was coring from the membrane. Customer requested to investigate the issue from bd side.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found that several factors can impact coring. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.